Manufacturer narrative:
(B) (4).

Event description:
Procedure type: lap preperitoneal inguinal hernia. According to the reporter : the seal broke off from two pediports and fell into the cavity during the procedure. Both pieces were retrieved. New instruments were used, extended time was around 5 minutes, no additional bleeding. No patient injury was reported. Patient made a normal and full postop recovery.